Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to detect the attached pads via the CPR adaptor. Complainant indicated that there was no patient involvement in the reported malfunction.